Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion, modification of device¿s colour, capsular contracture baker grade IV". Healthcare professional reported "accident in 2021 with her dog, tear of her right shell causing severe pain which later subsided and calcified periprosthetic shells devoid of an atypical cd30+ cell". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion, modification of device¿s colour, capsular contracture baker grade IV". Healthcare professional reported "accident in 2021 with her dog, tear of her right shell causing severe pain which later subsided and calcified periprosthetic shells devoid of an atypical cd30+ cell". This record is for the right side. The device has been explanted.